Event description:
It was reported by the customer that on (B)(6) 2010 the fiber laser fired into the scope at 108,635 joules. No patient injury was reported. The device was not returned for evaluation.